Manufacturer narrative:
Intuitive surgical inc. (Isi) received the vessel sealer curved instrument associated with this complaint. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions. The grip tips opened and closed properly. The instrument passed the cut test with no issues. The instrument passed energy-delivery testing across various grip orientations. The instrument also passed the electrical continuity test. The instrument was fully functional. The logs show no vessel sealer curved related errors. The first vessel sealer curved instrument (lot # u10250929-0152) instrument was used for 69 minutes and the second vessel sealer curved instrument was used for about 17 minutes. The activation event logs show a total of 417 events between the two instruments, with no errors. .

Event description:
It was reported that during a da vinci-assisted transverse colectomy procedure, the vessel sealer curved instrument produced an incomplete seal cycle on the inferior mesenteric artery (ima) and the instrument became stuck to tissue. Another instrument was used to pry the stuck tissue from the vessel sealer curved instrument. The attempted sealed tissue of the ima was inspected and found that the tissue did not seal. The tissue was not cut. The surgeon opted to staple both side of the vessel to reinforce the seal. No bleeding occurred due to the insufficient seal. The procedure was completed robotically.

Manufacturer narrative:
Device evaluation: initial findings were confirmed. No functional issues were found with the instrument. Logs were reviewed to check for any sealing issues/malfunctions to verify the customer complaint. The instrument was used for about 69 minutes, and qty 417 seagull_seal events were noted, with no errors. No sealing issues were identified from the logs.

Event description:
Refer to h11 for follow-up information.